Manufacturer narrative:
Evaluation of the returned 3maxc confirmed an ovalized region and leak on the distal end. Based on the ability to advance halfway through the guide catheter, this damage likely occurred during retraction of the 3max or outside of the patient. If the distal end was inadvertently retracted at a sharp angle from the guide catheter it may have become ovalized on the distal region. This ovalization would prevent fluid from being pushed through the device. If fluid was forcefully pushed through the flattened region of the device, it may have caused the damage portion of the catheter to leak. The root cause of the difficulty advancing could not be determined. The returned device was not able to be advanced into the hub of a demonstration guide catheter due to the distal tip damage. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior cerebral artery using a penumbra system 3max reperfusion catheter (3maxc), non-penumbra guide catheter, guide, and guidewire. It was reported that the 3maxc and guide catheter were flushed with saline prior to use. During the procedure, the physician experienced resistance when advancing the 3maxc through the middle of the guide catheter. The 3maxc was removed and upon flushing on the back table using a syringe, the distal tip of the 3maxc was ovalized. Therefore, the 3maxc was not used for the remainder of the procedure. The procedure was completed using a new 3maxc and the same guide catheter. There was no report of an adverse effect to the patient.